Event description:
During an avm case, a micro-catheter was placed inside a neuron catheter to deploy glue manufactured by cordis. Immediately after the glue was deployed through the micro-catheter, the physician pulled both the micro-catheter and the neuron back at the same time. As the neuron was pulled back by the proximal end, a crack developed near the hub where the yellow jacket sits over the catheter. The physician removed a second neuron from his inventory to complete the procedure. During removal of the second neuron, the physician adjusted his hands more distal to the hub. A crack at the proximal end of the neuron developed in the second neuron. The patient was noted as fine with no complications, and an update on (B)(6) 2008 shows that the patient continues to do well.

Manufacturer narrative:
Device in question were returned to penumbra, inc. On (B)(6) 2008. Both a device evaluation and DHR reviews were performed. Since lot numbers for the two catheters were not provided by the end user, a search of the erp system was used to determine which lots had been sent to this end user and would be likely to be associated with this incident. Results are as follows: catalog number: pnd6f1056m, lot number: l12020, manufacture date: 09/27/2007 expiration date: 09/01/2008. Catalog number: pnd6f1056m, lot number: l12212, manufacture date: 10/10/2007 expiration date: 10/01/2008. Conclusion: no known issues with any of the possible lots for this complaint could have contributed to the issue under review.